Manufacturer narrative:
A picture was returned showing an administration set with what appears to be black spots throughout the tubing of the set. The set has fluid inside. Received one used list# ch3011 admin set. As received an unknown black contamination spots were observed throughout the whole set. Glucose solution was also observed throughout the set. This product goes through e-beam sterilization. The complaint of black contamination can be confirmed. Due to the glucose fluid found in the set the source of the contamination cannot be determined.

Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemoclave® drip chamber, spiros® w/red cap, bag hanger where the customer reported that a patient was placed in the secondary set through which only glucose solution 10 % passed, it was observed growth of black balls with hairs, suspicious of some microorganism, 48 hours after use. They are looking for discard that it is not a problem of the set. The glucose solution was administered for 40 hours, and the problem was noticed when handling it at the time of going to use the set. The product status during the event was during use. There was patient involvement, and no one was harmed in the event. Also, there was no adverse event and no delay in therapy.